Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that when the doctor wanted to change the pump, the part of the catheter that was close to the connection to the pump was cracked so she only replaced part of the catheter by adding a connector. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient did not experience any symptoms. The issue was resolved at the time of report. The patient's gender, weight, medical history were asked, but unknown. The patient's status was alive - no injury. Additional information received provided the serial/lot numbers and the implant dates for the pump and catheter.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0217147665 implanted: (B)(6) 2019 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 14-jan-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.